Event description:
Abscess, wound infection, stomach ache [abdominal pain upper], strangulation ileus [mechanical ileus], fever [pyrexia], intestinal adhesions [abdominal adhesions]. Case description: spontaneous report received on 11-dec-2007 from a physician regarding a female who received seprafilm with the indication to reduce the extent and severity of postoperative adhesions following adhesiotomy for adhesive ileus. On the month before, the patient underwent an ileocecal junction resection due to damage to the ascending colon from a traffic injury stapling occurred between the ileum and the ascending colon and 1 sheet of seprafilm was placed under the abdominal wall. The postoperative course was good. The patient was also treated flumarin administered at a dose of 2 g/day. On eight days later, a stomach ache developed. After detail checking, the patient was diagnosed with strangulation ileus and had an emergency operation. The operation area condition was described as clean. There were adhesions in the greater omentum, small intestine and large intestine which were detached. There was inflammation or infection and the abdominal cavity was washed with 2 liters of water. No intestinal necrosis was observed and only the excision of the ileus was done. The anastomosis site was normal. The seprafilm used in the previous operation on the month prior to original date, was absorbed and two sheets of seprafilm were placed anterior to the small intestine and anterior to the colon transversum and greater omentum. The abdominal incision was sutured with vicryl and a skin stapler. The patient was treated with cefotiam hydrochloride intravenously 2g/day for the prevention of a postoperative infection and was discontinued on twelve days later. On six days later, approx 10 days after starting seprafilm, the patient experienced an abscess that was moderate in intensity and required hospitalization, a wound infection that was moderate in intensity and required hospitalization, a stomach ache that was unk in intensity and required hospitalization, strangulation ileus that was unk in intensity and required hospitalization and fever that was unk in intensity and required hospitalization according to the physician. Laparotomy drainage was performed because of the abscess that was observed with a computed tomography under the median incision and abdominal wall of the upper right abdomen. The infected purulent matter was considered to be gelatinous seprafilm and was removed by drainage and washing. Although the course was subsequently good, a drain was placed. The events were alleviated. The patient began treatment with cefozopran hydrochloride 2g/day intravenously for the intra-abdominal access and cefmetazole sodium 1g/day intravenously for the prevention of operative residual abscess targeting anaerobes. On the next day, the patient began piperacillin sodium intravenously 2g/day for the prevention of operative residual abscess and was discontinued on the following day. Seprafilm was last administered prior to the reported events on the month prior to original date, flumarin was last administered prior to the reported events on the same day. As of the following month, the patient was recovering from the adverse event and her hospitalization had been prolonged. The physician assessed the relationship between the abscess and seprafilm as probable and the wound infection and seprafilm as probable. He did not provide causality for the other adverse events.